Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was problem with system restart. Upon troubleshooting, fse found that host pc does not boot up properly due to incompatibility even after the whole system reinstallation. To resolve the issue, fse replaced the host pc and returned it to philips for further analysis. But the cause of the host pc failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement of host pc, hard disk and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start up properly after a reboot. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.